Manufacturer narrative:
H3: the actual sample was not available however, a picture and video were provided for investigation. The visual inspection of the provided video showed the product during treatment. The video quality was very bad so the problem it is not clearly visible. The visual inspection of the provided photo showed the product during treatment. The reported condition was not verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of polyflux 140h, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.